Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was also reported that the pump did not deliver insulin as intended. Review of pump data logs confirmed that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly, the customer continued to use the pump for insulin therapy.